Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet became unresponsive and would not charge, remaining dark while the charging pad¿s indicator blinked green; the device powered off on the pad and the user switched to backup subcutaneous insulin via pen, with blood glucose reported at 241 mg/dl and running high, consistent with a charging problem related to the battery charger. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included a missed dose without emergency care. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a power source problem consistent with a charging issue traced to the battery charger component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.